Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), perforation ('perforation: other'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female /chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), urinary tract disorder ("urinary problems") and migraine ("migraine"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal discharge, alopecia, tooth disorder, headache, nausea, visual impairment, weight decreased, urinary tract disorder, hormone level abnormal and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: date of implant: (B)(6) 2004 (discrepancy noted), 2012 plaintiff received treatment for bladder problems, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), perforation ('perforation: other'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female /chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), urinary tract disorder ("urinary problems") and migraine ("migraine"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal discharge, alopecia, tooth disorder, headache, nausea, visual impairment, weight decreased, urinary tract disorder, hormone level abnormal and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: date of implant: (B)(6) 2004 (discrepancy noted), 2012 plaintiff received treatment for bladder problems, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet received: new events - breakage, perforation: other, urinary problems, hormonal changes, migraine were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.